Event description:
It has been reported to philips that the allura system can¿t boot up. No patient or user harm reported. A philips field service engineer inspected the system onsite and restored the software in order to return it to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system can¿t boot up. The fse suspected a software problem. The fse restored the software problem by using ghost application. After restoring the software, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.